Event description:
According to the reporter, a circuit was attached to the tube device but the patient could not be ventilated. The tube was removed in case it has been positioned anterior to the trachea in the mediastinum and reinserted it into the trachea but still the issue did not change and found no co2 trace. The patient became desaturated. Consequently, the tube was repositioned between trachea rings atone and two but the issue still found. The patient remained desaturated and had a brief episode of asystole in and CPR was commenced. The tube was removed and a size 6 cuffed armoured tube was inserted and the patient was able to be ventilated. The patient had started to develop subcutaneous emphysema and relieved by placing size 16 large-bore cannulas. When the patient had been stable, the cuffed endotracheal tube was removed and the size 6 tube was reinserted into the trachea but the patient could not be ventilated again. Due to the increasing of subcutaneous emphysema, the cardiothoracic fellow was requested to insert bilateral chest tubes. This did not improve the emphysema and had no impact on the ventilatory status. A flexible bronchoscope was used to examine the trachea via the tracheostomy tube. It was found that there was a flap of tissue obstructing the tracheotomy site that the tube had passed through the posterior wall of the trachea anterior to the esophagus. The tracheotomy tube was removed and the cuffed endotracheal tube was repositioned through the trachea stoma. A size 4 cuffed adult tube was opened and fed over the bronchoscope. The cuffed endotracheal tube was removed. The bronchoscope was inserted into the trachea beyond the posterior trachea wall flap and the tracheostomy tube cuff was inflated and the patient ventilated without difficulty. The tracheotomy was secured with four 2-0 silk sutures and tracheotomy tape. The patient was transferred to the intensive care unit and eventually yo the ward. The patient get well and discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.